Event description:
Complainant alleged that during biomed testing, the device displayed "ECG fault 3" and "ECG fault 7" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was verified and attributed to the ECG input connector and ECG interconnect flex cable. The ECG input connector board and ECG interconnect flex cable were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.